Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused unnecessary procedures for extraction of device, inability to remove device due to severe embedment for over two years, vascular compromise due to blood clots around the embedded filter, groin and abdominal pain, generalized weakness, and anxiety. According to the information received in the patient profile form (ppf), the patient became aware of fracture, tilt, filter embedded in wall of the ivc, blood clots, clotting, and/or occlusion of the ivc, approximately twelve days post implant. The first removal attempt was performed twelve days post implant, and the second removal attempt was performed one month and three days post implant. According to the medical record the indication for the filter implant was protection against pulmonary emboli due to the development of deep vein thrombosis in a patient that had a history of trauma from a fall resulting in rib fractures and back pain and would be immobilized during the recovery period. The filter was placed via the right internal jugular vein and successfully deployed in the infrarenal vena cava. Venogram performed prior to deployment noted the ivc to be of normal caliber with no clot or stenosis seen. The patient reportedly tolerated the procedure well with no immediate complications. Twelve days later, the patient underwent an unsuccessful percutaneous retrieval attempt. It was noted that the patient was now on anticoagulants and no longer needed the filter. During the removal attempt, access was made from the right common femoral vein. Multiple attempts were made to engage the inferior hook of the filter using a loop snare but were unsuccessful. A simmons 1 glide catheter was then incorporated to engage the inferior struts of the filter, however the traction resulted in increased rightward displacement of the inferior hook. A loop procedure was then used to perform traction on the interior filter however a large clot was noted in the right groin sheath. The sheath was aspirated and flushed, and access was gained in the left common femoral vein. Additional attempts were made from this vantage point, but the filter hook was too low to be accessed. A repeat venacavogram was performed and demonstrated thrombus inferior to the filter, which had formed during the intervention. It was decided at that point to discontinue the procedure. Initial venacavogram demonstrated no clot within the filter, the inferior hook was embedded in the right vena cava wall and the filter is low within the vena cava making access from the left side unfavorable. On completion there was thrombus seated below the inferior struts of the filter. Nineteen days later, a second percutaneous attempt was made to retrieve the filter. The history was noted as pulmonary embolism, however this is not documented anywhere else in the medical record. Access was made via the right common femoral vein and a venacavogram was performed and persistent thrombus was noted with early collateralization in the right lumbar region. Due to the presence of thrombus the procedure was aborted. Twenty-six days later, the patient underwent another unsuccessful percutaneous attempt to retrieve the filter. It was noted that the ivc filter could not be engaged due to tilting of the ivc filter and the procedure was terminated. Findings from the procedure noted that the ivc is widely patent with the ivc filter located near the bifurcation, there has been interval near decrease in the ivc filter filling defect and the filter was tilted. Approximately one year and eight moths post implant, another percutaneous attempt was made to retrieve the filter. Access was gained via the right femoral vein and the right internal jugular (ij) vein. The patient was systemically heparinized and using a combination of curved catheter and sheath and an endovascular snare, lasso over the ivc filter body was performed from top and bottom and with both lassos under tension, the ivc filter was collapsed and retrieved through the right ij sheath. At this point it was apparent that one of the struts of the filter had fractured off and the remaining piece was retrieved. A completion venogram was performed and showed residual chronic thrombus and scarring and irregularity of the intima. The removed filter was sent for pathology, which noted the specimen consists of a gray metallic slightly disrupted ivc filter with a minimal amount of adherent tissue present on the specimen. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. The optease ivc filter is intended for permanent placement. Blood clots, clotting and/or occlusive thrombosis within the filter and/or the vasculature do not represent a device malfunction. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Review of the information provided suggests that there are procedural factors that may have contributed to the tilt, fracture and blood clots. Due to the nature of the complaint the reported pain event could not be further clarified. Anxiety and pain do not represent a device malfunction and may be related underlying patient specific issues. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, unnecessary procedures for extraction of device, inability to remove device due to severe embedment for over two years, vascular compromise due to blood clots around the embedded filter, groin and abdominal pain, generalized weakness, and anxiety. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately twelve days post implant. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, fracture, tilt, filter embedded in wall of the ivc, blood clots, clotting, and/or occlusion of the ivc, and multiple failed removal attempts. The first removal attempt was performed twelve days post implant, and the second removal attempt was performed one month and three days post implant. Fractured filter struts were successfully removed approximately one year and eight months post implant. According to the medical record the indication for the filter implant was protection against pulmonary emboli due to the development of deep vein thrombosis in a patient that had a history of trauma from a fall resulting in rib fractures and back pain and would be immobilized during the recovery period. The filter was placed via the right internal jugular vein and successfully deployed in the infrarenal vena cava. Venogram performed prior to deployment noted the ivc to be of normal caliber with no clot or stenosis seen. The patient reportedly tolerated the procedure well with no immediate complications. Twelve days later, the patient underwent an unsuccessful percutaneous retrieval attempt. It was noted that the patient was now on anticoagulants and no longer needed the filter. During the removal attempt, access was made from the right common femoral vein. Multiple attempts were made to engage the inferior hook of the filter using a loop snare but were unsuccessful. A simmons 1 glide catheter was then incorporated to engage the inferior struts of the filter, however the traction resulted in increased rightward displacement of the inferior hook. A loop procedure was then used to perform traction on the interior filter however a large clot was noted in the right groin sheath. The sheath was aspirated and flushed, and access was gained in the left common femoral vein. Additional attempts were made from this vantage point, but the filter hook was too low to be accessed. A repeat venacavogram was performed and demonstrated thrombus inferior to the filter, which had formed during the intervention. It was decided at that point to discontinue the procedure. Initial venacavogram demonstrated no clot within the filter, the inferior hook was embedded in the right vena cava wall and the filter is low within the vena cava making access from the left side unfavorable. On completion there was thrombus seated below the inferior struts of the filter. Nineteen days later, a second percutaneous attempt was made to retrieve the filter. The history was noted as pulmonary embolism, however this is not documented anywhere else in the medical record. Access was made via the right common femoral vein and a venacavogram was performed and persistent thrombus was noted with early collateralization in the right lumbar region. Due to the presence of thrombus the procedure was aborted. Twenty-six days later, the patient underwent another unsuccessful percutaneous attempt to retrieve the filter. It was noted that the ivc filter could not be engaged due to tilting of the ivc filter and the procedure was terminated. Findings from the procedure noted that the ivc is widely patent with the ivc filter located near the bifurcation, there has been interval near decrease in the ivc filter filling defect and the filter was tilted. Approximately one year and eight months post implant, another percutaneous attempt was made to retrieve the filter. Access was gained via the right femoral vein and the right internal jugular vein. The patient was systemically heparinized and using a combination of curved catheter and sheath and an endovascular snare, lasso over the ivc filter body was performed from top and bottom and with both lassos under tension, the ivc filter was collapsed and retrieved through the right ij sheath. At this point it was apparent that one of the struts of the filter had fractured off and the remaining piece was retrieved. A completion venogram was performed and showed residual chronic thrombus and scarring and irregularity of the intima. The removed filter was sent for pathology, which noted the specimen consists of a gray metallic slightly disrupted ivc filter with a minimal amount of adherent tissue present on the specimen.